Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly on the pump, however, moisture damage was found on the keypad traces. The pump also had minor scratches on the display window, cracked case at the display window corners, and cracked reservoir tube lip. No moisture damage inside the pump noted.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer stated that the act buton does not always respond. Customer stated that it has been raining and she had to run through the rain with the pump under her clothes. Customer reported that there is condensation by the reservoir window. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.